Manufacturer narrative:
This report contains supplemental information for mentor asr report number (B)(4). Device evaluation summary: upon receipt by mentor, the device contained no fluid and could not be weighed. White material was observed within the device and no foreign material was observed on the shell surface. Pe observed a rent on both aspects. The measure of the rent is 22.2 cm on the anterior aspect, extending to the posterior aspect. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, pe was precluded from further evaluating the device. Mentor performs 100% inspection and testing of all devices prior to release. The complaint was confirmed as the device was deflated, but a possible cause of the failure could not be determined. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Because pe was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Deflation is a known complication associated with mentor mammary prostheses. Mentor is aware that, over time, saline-filled implants may deflate due to fluid leakage. Causes of deflation of saline-filled implants include, but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, manual massage, and intimate physical contact; stress or trauma to the breast, mechanical damage prior to or during surgery, valve malfunctions or tissue ingrowth into the valve, leakage from the fill tube, valve or injection dome (spectrum devices), underfilling or overfilling the implant, damage from surgical instruments, damage during fill tube removal, damage during the filling stage, closed capsulotomy, shell abrasion, capsular contracture, and origins which are simply unknown. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
This report contains supplemental information for mentor asr report number (B)(4). It was reported that a (B)(6)-year-old female patient underwent a breast reconstruction procedure with a 250 cc mentor smooth round moderate profile saline breast implant that deflated postoperatively. As a result, the patient had the device explanted on (B)(6) 2017.